Event description:
Patient reported, the infusion tube completely separated from the cannula housing on 2 occasions. No physiological effects were experienced. Patient checked his blood glucose often and changed the infusion set. Infusion sets were replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.